Event description:
From staff: 60ml monoject syringe plunger was broken and sharp. I was drawing up fluids from an IV bag and noted the plunger was obviously defective, packaging was intact and looked new. This seems to be a defective product.